Event description:
Dr. Used advanced 020015 over the wireguide to examine the renal pelvis with contrast media. After the operation, he reviewed the renal pelvis and found a portion of 2mm left there. He used extractor to remove it and had no problem occur, but he wants to known cause of this incident and a replacement. He insists that he did not use any edged instruments.

Manufacturer narrative:
Two opened packages were received; one (1) 020015 in two (2) segments. One segment measured 68.4cm and the other segment measured 3mm. Both ends of the separation has the appearance of being melted with black areas noted. Additional information has been requested from distributor. Upon receiving additional information, an update will be forwarded to FDA.